Event description:
It was reported that this rv lead exhibited high out of range pacing impedances measuring greater than 2000 ohms. The pace/sense configuration was changed to unipolar. Noise and oversensing occurred after it was programmed to unipolar. It was noted the patient experienced chest pain. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).